Event description:
Information received from the field does not address the patient's clinical status but notes that interrogation revealed the device was in backup mode. Multiple attempts to perform a software download were unsuccessful.